Event description:
A user facility reports that during intraocular lens (iol) implant surgery, the lens fractured. The lens was removed through an enlarged incision. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent in the gusset and distal regions with the distal areas adhered to the anterior optic surface. One haptic was torn/split against a post of the lens case. The posterior optic surface was torn/split in the central optic zone. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 06/30/2008 and 07/02/2008 by mail, fax and phone. A completed follow-up questionnaire has not been received.